Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a robotic assisted sleeve gastrectomy procedure, the staplers did not perform well during surgery. The surgeon had the first handle in full articulation, clamped down and did a half squeeze and the device just stopped. He could not pull the handle for another squeeze. He removed the stapler and had to cut the reinforcement material off. A new handle and reload were used to fire over the previous staple line. He performed two full squeezes and the device cracked. The tissue was not thick. He removed the stapler from the tissue and had to cut away the reinforcement material again. He used a new handle and reload to fire again along the previous staple line. The handle cracked once more. They removed the stapler and cut away the reinforcement material. They were unable to remove the reload from the stapler. As a result, there was some serosal tearing on the stomach area and the staple line had to be oversewn. To complete the case, a fourth handle and reload were used with no further issues. The patient was a low bmi with no previous surgeries and a thinner stomach.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three staplers and four reloads. Visual inspection found that the first instrument was engaged with the first reload and the return knobs were advanced. Visual evaluation of the reload noted that it was fully fired with the jaws clamped. Flush staple pushers relative to the staple cartridge were observed. Further engineering evaluation also noted an out of position knife bar laminate within the reload. This variation does not interfere with normal function when applied according to the instructions for use. Use on over indicated tissue thickness resulted in damage to the knife bar assembly. The laminate variation was considered to be a secondary condition and has been addressed in current production. Initial visual inspection of the second instrument found no abnormalities. Functionally, the instrument was loaded with a sulu. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack this examination noted sheared teeth on the firing rack. Visual and functional evaluation of the third instruments found no abnormalities. Visual examination of the second and third reloads found that each unit was partially fired and the anvil clamping mechanisms were deformed. The fourth reload was received fully fired with a deformed anvil clamping mechanism. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack deformed anvil clamping mechanism and flush staple pushers may occur when application over tissue that is beyond the recommended thickness range or when application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The root cause was identified as improper use with a secondary condition associated with a variation of an internal component. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.